Event description:
New information received stated that the patient presented to the hospital on (B)(6) 2021 for a lead revision procedure. The right ventricular lead was observed with sporadic lead noise and varying r wave sensing. The lead was successfully explanted and replaced. The patient remained in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with episodes of right ventricular lead noise. A right ventricular lead anomaly was suspected. Additional lead testing to confirm the anomaly was recommended. No intervention was performed at this time. There were no reported adverse consequences to the patient.